Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's screen went blank. The insulin pump had a display anomaly. When she was on the main menu screen, a hash mark line was on the third option. Customer's blood glucose level was 277 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with missing segments due to a cracked lcd zebra connector. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was monitored for two days, and several boluses were programmed and delivered during this period. The pump delivered properly all programmed boluses. No unexpected blank display or additional display anomalies were noted. No cosmetic damage was noted during physical inspection.